Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was done. The patient status was unknown.